Manufacturer narrative:
Unit passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing however, unit alarmed hardware low level failure alarm during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. Troubleshooting was performed and they stated that the insulin exited at fill cannula. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.